Event description:
An attorney reports that following intraocular lens (iol) implant surgery, his client suffered a "scratching injury to his eye.". He felt pain immediately and consulted his surgeon. Upon examination, the lens was found to be cracked and was explanted one week later. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 02/20/2008.